Manufacturer narrative:
As reported, the capsure fixation fasteners failed to penetrate the mesh. The subject device is being returned for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of manufacturing records was conducted and shows the product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a tapp procedure on (B)(6) 2026, when using the capsure fixation device the first fastener failed to penetrate the mesh into fascia. It was reported that 8 fasteners were fired around the circumference, but none of them were fully fixated and became loose when the mesh was slightly pulled. Another capsure device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, the capsure fixation fasteners failed to penetrate the mesh. The subject device is being returned for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of manufacturing records was conducted and shows the product was manufactured to specification. Addendum: this is an addendum to the initial MDR submitted to document the sample evaluation results. The evaluation of the subject device and returned same lot devices did not reproduce the reported event of failed to fixate. All devices functioned as intended during functional and simulated use testing. No manufacturing anomalies were found. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a tapp procedure on (B)(6) 2026, when using the capsure fixation device the first fastener failed to penetrate the mesh into fascia. It was reported that 8 fasteners were fired around the circumference, but none of them were fully fixated and became loose when the mesh was slightly pulled. Another capsure device was used to complete the procedure. There was no patient injury.